Manufacturer narrative:
Device, evaluation codes method, result and conclusion. Device evaluation: the service engineer confirmed the unit would not pass the power on self test (post) and generated error codes. The engineer replaced the missing intake cover, pressure solenoid, controller board, updated the software and navram. The ventilator passed all testing per manufacturer specifications and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the 700 series ventilator was inoperative. There was no further details available. Although requested that it is unknown regarding the patient transfer and any harm reported.

Manufacturer narrative:
Device evaluation summary: the controller printed circuit board (pcb) and the proportional solenoid (psol) pcb were returned for failure investigation. Both parts were visually inspected with no anomalies were observed. The controller pcb was evaluated on the test ventilator with no errors or alarms. There was no malfunction or product deficiency identified. The psol pcb was tested on the test ventilator. The fault was isolated to a component u38 on the pcb. If information is provided in the future, a supplemental report will be issued.